Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have a blank display. Her blood glucose was around 147 mg/dl at the time of the event. The customer changed the batteries and the display still didn¿t return. During troubleshooting, she was advised to remove the battery and said that the pump alarmed insert battery. She was advised that the pump would continue to alarm for about 10 minutes. The customer stated that the contacts on the battery cap are missing and they were advised that a new battery cap would be shipped to them. The customer was advised to discontinue use of the pump and to revert to the back-up plan per their doctor¿s instructions until the new battery cap arrives. The insulin pump is not being returned for analysis.